Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient suffered from hyperglycemia and skin inflammation, as a result of an infection by bacteria arising from the cannula of the head set. This was diagnosed in hospital by the hospital staff. The patient was hospitalized and treated with intravenous antibiotic administration.